Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple orders were not shown for multiple patients on the station and server. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple orders were not shown for multiple patients on the station and server. A technical support specialist observed meditech had not sent any new order message and informed it to customer. Customer reported the issue with hospital it team. The system functioned as intended after the customer resolved the issue.